Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 4.0x12 mm, stent delivery system was returned for analysis. A visual examination of the balloon cones was performed and it appeared that the balloon was subjected to positive pressure as the balloon folds were in a relaxed state. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and no issues were noted. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. Following pre-dilatation with a balloon catheter, a 4.00x12 synergy¿ drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion and during removal of the device, the stent got stuck in the guiding catheter and the stent fell off. The physician checked and the stent was not found inside the patient but the physician could not find it and noted that the detached stent may be inside the guide catheter. The procedure was completed with another device. No patient complications were reported and the patient status was good.